Manufacturer narrative:
Device was used for treatment, not diagnosis. Acta orthopaedica et traumatologica turcica, volume 44, number 2, 2010 investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Journal article received: radiographic and functional results of osteosynthesis using the proximal femoral nail antirotation (pfna) in the treatment of unstable intertrochanteric femoral fractures; sahin s., erturer e., ozturk I., toker s., seckin f., akman s.; acta orthopaedica et traumatologica turcica. (2010); 44 (2):127-134 reported: late postoperative complication which required secondary surgery in one patient who experienced tenderness over the fascia lata due to long helical balde and underwent blade removal. In addition, the patient also experienced deep soft tissue infection. Subsequently, sufficient union was reported. Device was reported as synthes product. This report is for an unknown. This report is 2 of 4 for complaint (B)(4).